Manufacturer narrative:
Manufacturer¿s investigation conclusion: the centrimag motor was evaluated following the reported event of the centrimag console unit not passing the self-test when entering battery test mode. A log file was downloaded from the returned centrimag console. Data from the reported event date of 20nov2024 was reviewed. On (B)(6) 2024 at 08:22:13, 08:23:19, 08:24:34, 08:29:14, and 09:08:30, the " power on self test fail: s1" alarm activated due to a sf_sps_battery_selftest sub fault flag shortly after the console was powered on. The system was power cycled multiple times which did not resolve the alarm. There were no other notable alarms active in the log file. The centrimag motor was not returned for analysis. The centrimag console investigation confirmed an issue with the console backup battery. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The reported event was not correlated to an issue with the centrimag motor. Device history records could not be reviewed due to the serial number of the centrimag motor being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system and battery alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (rev. L) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the unit was failing the self-test when entering battery test mode. The unit was a rental unit. The unit would be sent back and another rental was requested.